Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer had not tested blood glucose (bg) levels at the time of the event, however the customer stated they felt their bg levels were rising. The customer took a manual injection. It was indicated that the customer had manual injections available for alternate insulin therapy.